Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards (B)(4) affiliate, during a transfemoral tavr procedure with a 26mm sapien 3 ultra valve, the valve would not advance into the esheath during insertion due to stenosis of the access vessels. The procedure was aborted. As per medical opinion, the event may have been due to high calcification of access arteries. There was no patient injury. Per pre-decontamination evaluation of the returned device, there was an esheath liner tear was seen and a valve frame strut was bent outwards.

Manufacturer narrative:
Correction to h6 based on additional information. The returned device was visually inspected, and the following observations were made: valve crimped state: one (1) bent strut at the outflow, and all struts at inflow exposed through skirt, it was normal after crimped and used. Valve expanded state: bent strut was corrected after expansion, leaflets wrinkled and dehydrated due to storage condition (prolong crimping) during the return handling process, and the frame was deformed. A device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the reported event were identified. The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for frame damage was confirmed based on device evaluation. As reported, 'an implant of a 26mm sapien 3 ultra valve, in aortic position, by transfemoral approach. As reported, valve could not be moved within the esheath due to stenosis of the access vessels, therefore, tavi procedure was aborted'. Additionally, per pre-decontamination evaluation, an esheath liner tear was seen and a valve frame strut was bent outwards and patient's access vessel was severely calcified. Per training manual, 'push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification', 'if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system', and 'do not over manipulate the sheath at any time'. Additionally, it was noted that the patient's access vessel was very calcified. The presence of calcification in the access vessel can create challenging pathway during delivery system advancement, leading to resistance. In such condition, applying high push force may cause the flex tip interacted with the crimped valve leading to the frame damaged (a bent strut at valve outflow side). A CAPA was previously initiated to capture further investigation and corrective/preventative action activities associated with insertion of commander delivery system with s3u through the esheath resulting in frame damaged. A product risk assessment was previously initiated to investigate and assess the risks associated with frame damaged during use or frame damage for the s3u with commander delivery system and esheath configuration. As such, available information suggests that patient factors (calcification) and/or procedural factors (high push force) may have contributed to the complaint event.